Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014. Device evaluation: the pump have been returned and evaluated by product analysis on 06/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime alert associated with non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The investigation verified the reported prime issue in the black box but was unable to duplicate the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, the piston rod was not moving during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.